Event description:
Customer called to report high bg (335 to 535 mg/dl) with pod she wore for about 16 hours. Customer was able to activate new pod. She stated she has been having high hga1c levels. She also stated that she uses pinch up method, noted no kinks or bends in cannula, no blood on site or cannula. She also checks for scar tissue, and rotates sites. Returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.